Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v533702, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that infection was noted. The patient had been having urinary tract infections over the last three years. The patient's former doctor had her on a constant dose of penicillin. The patient changed hcps (healthcare provider) and her new doctor didn't want her on it. The patient wanted to know if the interstim could be the cause. It was also noted that the patient saw something on tv about a recall involving ins/lead movement and infection. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the cause of the event was history of recurrent utis. Regarding signs and symptoms it was noted the patient had recurrent uti's, chronic bacteria, usually asymptomatic. Hospitalization was not required. Patient outcome was noted as no injury.